Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during the load sequence. A new cartridge was loaded resolving the alarm. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.